Event description:
It was reported that approx. 41 months after the implantation oversensing occurred during pacing with high outputs.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes showed artefacts on the right ventricular channel leading to oversensing as reported in the complaint text. The provided x-ray images were inspected. As suggested in the complaint text, the lead demonstrated to be implanted in the subclavian vein. Based on the available information and the x-ray image the root cause could not be identified with certainty. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.